Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon tried to remove the locking screw with the driver an engagement failure was felt between the driver and the screw. The surgeon noticed that the tip of the driver was blunt. The driver was not able to be used, so a carbide drill was used for this extraction. The surgery was completed without harm to the patient. There was a surgical delay of thirty minutes reported. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: screwdriver shaft was received with damaged tip. Investigation confirms that the tip of the screwdriver shaft is damaged. It is likely that this type of damage was due to a mechanical overloading situation while in use or before it was used for this procedure. These screwdriver shafts require inspection before use and need to be replaced as required. A review of the manufacturing documentation was conducted for the lot number concerned which was produced in april 2014 and it shows conformity to specifications at the time of manufacture. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.